Event description:
It was reported that the aiming beam was present but laser wouldn't fire. Opened a new fiber and it was reported that there was no aiming beam. The procedure was completed with a lithoclast system. "The patient is ok". This report is for the second fiber used.